Event description:
It was reported that the patient was having continuous low flow alarms between 2.0 - 2.5 liters per minute (lpm) and the physician had requested an alarm limit software change to 2.0 lpm. The backup system controller low flow alarm threshold was updated to 2.0 lpm. The ventricular assist device (vad) coordinator performed the system controller exchange. The primary system controller low flow alarm threshold was updated to 2.0 lpm. It was later communicated that the patient had low flows due to their body surface area (bsa) and their aortic valve opened every beat. The patient's output has been preserved and the low flow alarms resolved with threhold adjustment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.